Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the insulation on the unit was cracked. It was further reported that the unit did not pass the leak test.